Event description:
Customer reports that she obtained results of 331mg/dl and 114mg/dl within 1 min. Device memory recorded results of 344mg/dl and 116mg/dl within 1 min. No action was taken based on device results. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.